Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone all that insulin pump received the critical pump error alarm. The customer¿s blood glucose level was 185 mg/dl. The customer stated that the troubleshooting was performed and they received the critical pump image on the screen. The customer also reported that the insulin pump received the low battery alert. The device will be returned for the analysis.